Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the key of insulin pump was not sensitive. Customer's blood glucose level was normal, did not require medical treatment. Customer did not pressed button for more than 3 minutes. The device will be returned for analysis.